Event description:
It was reported that a malfunction alarm with code malf 15 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance with resetting the pump, and the issue did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code recurs.